Event description:
It was reported that half of the pump touch screen was black and unreadable. There was no impact to the customer¿s blood glucose level. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.